Manufacturer narrative:
Follow-up # 1 date of submission 11/12/2013-device evaluation: the pump has been returned and evaluated by product analysis on 10/30/2013 with the following findings: a review of the pump¿s history showed no evidence of a load step malfunction. During testing, the pump was able to rewind, load, and prime successfully. The force sensor was found to be in calibration. The pump cover was opened and no internal defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2013, the patient contacted animas and alleged that the pump is not delivering properly. She states she has had the pump in the load step shoot insulin out and also stops in the prime step. There is no adverse event reported. This complaint is being reported as the issue was not resolved.